Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was removed there was resistance and the array had a knot. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file and the pscc100 loop catheter with lot number 0012615976 were returned and analyzed. The received image file shows a knotted array of a loop catheter with the guidewire extended beyond the tip. No further information regarding the catheter identification or the procedure date was available in the image. Visual inspection of the catheter was performed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: electrode #1 was crushed/damaged, an exposed electrode wire was observed, the spiral array pebax tube was kinked, a knotted array was observed, the proximal end of nitinol array wire was dislodged from dual lumen, the pebax tube was twisted. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode 1 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, an electrode wire to electrode 1 detachment was observed. In conclusion, the knotted array issue was confirmed during testing and the loop catheter failed the returned product inspection due to an exposed electrode wire on spiral array, the proximal end of nitinol array wire dislodged from dual lumen in spiral array area, the spiral array pebax tube was kinked, the spiral array was knotted, the spiral array pebax tube was twisted, an electrode wire to electrode was observed in the spiral array and electrodes on the spiral array were crushed/deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.